Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : ischemia: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot : device lot: 1945899. Device history batch : subcomponent lot: n/a. Device history review : device (sn: (B)(6)) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of the impella cp the patient was without distal pulses the physician placed retrograde sheath down left groin but did not begin fem-fem bypass due to poor prognosis. The patient was transported to intensive care unit. However, the next day the patient remains without distal pulses, medical doctor was aware. The patient was made do not resuscitate, care was withdrawn and the patient expired.